Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent breast augmentation revision with a mentor siltex round moderate profile 200cc saline prosthesis. On (B)(6) 2018 the patient noted spontaneous deflation that was later confirmed by a physician. As a result, and explant in planned for (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 11/19/2018. When the device was explanted, it was replaced with a mentor smooth round moderate profile 200cc saline prosthesis. It was filled to 225ccs. The implant was confirmed to be deflated when it was removed during the surgery. There were no procedural complications and the patient was brought to the recovery room in stable condition. The evaluation of the returned device was completed by the failure analysis lab on 11/26/2018. Device evaluation summary: it was reported that a 54-year-old hispanic female underwent breast augmentation revision with a mentor siltex round moderate profile 200cc saline prosthesis. On (B)(6) 2018 the patient noted spontaneous deflation that was later confirmed by a physician. Upon receipt by mentor, the device contained no fluid. Red, brown, and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed parallel lines of shell wear on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent was discovered on the posterior view measuring approximately 0.4 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the red, brown, yellow, and white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).